Event description:
I underwent what I was told would be a routine robotically assisted laparoscopic hysterectomy as the recommended treatment for my uterine fibroids (B)(6) 2017 at (B)(6) clinic in (B)(6) by dr (B)(6). After looking at every other possible option (myomectomy, embolization, and focused ultrasound), the obgyn said the only real alternative for any long term relief would be a total hysterectomy, and he referred me to an obgyn oncology surgeon. I had a consultation with this surgeon and was told she would be performing a robotic assisted hysterectomy as they are the safest and require the smallest amount of recovery time. There were no other options presented, and I trusted her and assumed this must be the way all hysterectomies are performed now. During the surgery, I suffered injury to my sigmoid colon as well as a through and through jejunum perforation. Unfortunately, the surgeon was unaware and failed to further test when I complained of pain the following day. I was discharged and sent home. The following night I woke up with horrific pain. I called 911 and instructed to immediately take me to the nearest hospital(different than the hospital I had chosen to perform the hysterectomy). The ER drs quickly acted upon what was shown in the CT scan, and I was taken into surgery. I had an immense amount of sepsis (approx 1/2 galloon) and required 2 exploratory surgeries, a jp drain, and two abdomen washouts to fix the mess the first surgeon had created utilizing the da vinci robot. I had part of my sigmoid colon removed during the first surgery and woke up with a colostomy bag as well as a very longer laparotomy incision. Unfortunately, my sigmoid colon wasn't the only organ damaged during my hysterectomy as the continuous blood work and tests still showed issues. Shockingly, I had two injuries from the surgery, a sigmoid injury as well as through and through small bowel perforation. I went back into surgery two days later and had yet another intestinal resection. I spent the rest of the summer in the hospital recovering and was discharged with home nursing care and 50 pounds lighter with not enough strength to step up from the street to the sidewalk without help. About 6 months later, I have now returned home from a f/u appt as I had my colostomy take down in (B)(6). I have a ton of adhesions and will have serious physical limitations for the rest of my life. I have been told many times over how luckily I am. This is my da vinci story. Please request pt data or contact me independently. My vitals were completely out of the norm.